Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. External and internal visual inspections of the returned cycler showed no signs of physical damage or any other discrepancies. The cycler passed a simulated treatment (pre-accelerated stress test) for 15 minutes with 1000ml. There were no indications of a burning smell found during the above inspections and testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was unconfirmed and the cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that they observed a burning smell for the past few days. On (B)(6) 2019 the patient's roommate found that the power cord connected to the wall outlet had caught on fire and the male end of the cord appeared melted. The patient's roommate saw sparks coming from the power cord when attempting to disconnect. Patient did not use the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The replacement cycler was received and the patient has not had any issues with it. The patient clarified the cycler was the only item plugged into the outlet, there was no smoke, and no smoke detectors were activated. The previous cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Follow up #1 was additional information. Plant investigation: the following additional device tests were performed and were passed: the voltage check, hi-pot test, the safety analyzer test. No additional findings to report.

Manufacturer narrative:
Plant investigation: the allegedly observed fire on the system components was not observed during physical evaluation and could not be confirmed.